Event description:
A united stated distributor returned monitor sn (B)(4) indicating that the monitor fired a biphasic pulse out of specification.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivered biphasic pulse out of specification) was confirmed. As received, the monitor failed incoming functionality testing. Upon evaluation, the belt receptacle was damaged. The cause of the test failure is the damaged receptacle. The root cause of the damaged receptacle cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged receptacle.